Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis results showed that the device has signal artifact monitoring (sam) installed and enabled. Moreover, the minute ventilation (mv). The device outputs were relatively high at in the right atrial (ra) and right ventricular (rv) lead. The device power consumption appeared to have increased because of the 100 percent right ventricular (rv) pacing and signal artifact monitoring (sam) being enabled. Boston scientific technical services (ts) discussed results with the clinician. The clinician will have the patient visit the clinic. The device remains in service. No adverse patient effects reported.